Event description:
The reporter stated that reporter did meter to hcp meter comparison tests. Reporter's meter reading was 82mg/dl, and one hour later reporter went to doctor's office and tested on the hcp meter (type unknown) with a result of 168mg/dl. The reporter was experiencing symptoms of being shakey, weak and dizzy. (On follow-up reporter stated symptoms were unrelated to blood sugar.) Contol solution test results were out of range, low, 66 (84-126). No harm was alleged.